Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171584 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 171584 and device part number 195-430h / lot 16938. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference MFR. Report: 1221359-2022-02764.

Event description:
The consumer reported conflicting results with binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with a kitted swab with lot 181851 that generated a negative result. This report is being submitted for test two (2) of two (2). Twenty minutes later, the user reported taking a second test with a different lot number using a kitted swab, generated a negative result. No confirmatory testing was performed. No additional patient information, including treatment and outcome, was provided.